Manufacturer narrative:
The device was received for evaluation. During functional testing, 'improper shutdown' was reproduced. A review of the event history log revealed an occurrence of ¿improper shutdown!¿ was observed when the user was running an infusion of cleviprex. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery contact pins due to fluid intrusion. The battery contact pins requires cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of improper shutdown during device power up in the sicu. There was no patient involvement. No additional information is available.